Manufacturer narrative:
The issue re-occurred and the field service engineer performed preventive maintenance including the replacement of parts. He checked the connection of flow path fittings for cracks or looseness, checked both probes for dripping, and checked position adjustments for both probes. A system volume check and an instrument check were performed successfully. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys estradiol iii assay on a cobas e 411 analyzer (rack system). The reporter also mentioned calibration issues. The sample initially resulted in an estradiol value of 3000 pg/ml accompanied by a data flag. The sample was repeated, resulting in a value of 2021 pg/ml. The repeat result was deemed correct. The questionable result was reported outside of the laboratory.

Manufacturer narrative:
The estradiol iii reagent lot was 670838 with an expiration date of 30-nov-2023. The field service engineer replaced the measuring cell. Calibration and quality controls were run. The instrument was confirmed to be running within specifications. The investigation is ongoing.